Event description:
During a follow-up the review of the egm showed two episodes of noise leading to aborted shocks. Lead damage suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.